Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to the failure of the dx board. The dx board generates and outputs serial digital interface (sdi) signals. Therefore, it is presumed that the sdi output stopped functioning due to a component failure related to this.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. There was no sdi output signal and no image due to a faulty printed-circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that there was no signal from the serial digital interface (sdi) on the evis exera iii video system center. There was no reported patient involvement.